Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the complaint instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned to aid in the investigation. The lot number of the reported device was not provided, therefore no device history record review could be completed for this complaint. Due to this, there is no evidence to suggest that there is nonconforming product from the same lot in house. There is no evidence to suggest that there is nonconforming product from the same lot in the field. The document review confirmed there are several quality and manufacturing inspections in place to prevent related failure modes to the product prior to release. The IFU states, ¿warnings: positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel.". The complaint device was not returned; therefore, no physical examinations could be performed. Without visual, dimensional, and/or functional testing of the product, the investigation was unable to determine if this complaint was related to procedural or device related factors. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. It is possible that user technique contributed to the failure, but at this time there is no evidence to confirm this. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
Date of event: unknown. This event is being reported from a journal article printed in 2011. Concomitant medical products: boston scientific renegade catheter, 4fr cook medical mickelson catheter, 22x cook tornado embolization coils [4 (3mm x 2cm), 6 (5mm x 2cm), 12 (8mm x 4 cm)]. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below report of device migration was described in literature. The citation for the article is as follows: neeraj rastogi, md., nii-kabu kabutey, md, and ducksoo kim, md. "Unintended coil migration into the right ventricle during the right ovarian vein coil embolization." Vascular and endovascular surgery 45(7), 2011. 660-664. It was stated a (B)(6) year old female was diagnosed with pelvic congestion syndrome and was scheduled for bilateral ovarian venography. The left ovarian vein was found to be grossly dilated and was successfully occluded via an embolization procedure with 22 tornado embolization coils. The right ovarian vein was also found to be patent and grossly dilated and an embolization procedure was performed. A 4fr mickelson catheter was placed to approach the vein. A 3fr renegade catheter was advanced through the mickelson catheter and placed at the level of the right iliac crest. A total of 23 tornado embolization coils were deployed under fluoroscopic guidance. During deployment, one of the small coils (size 3mm x 2cm) migrated from a dilated tributary of the right ovarian vein into the inferior vena cava to the right ventricle. The patient remained hemodynamically stable and the coil was not retrieved. The right ovarian vein was occluded successfully. Post-operation imaging (radiograph and echocardiogram) displayed the coil position in the right ventricle adjacent to the tricuspid annulus. Three months later, fluoroscopy displayed the coil projecting over the right ventricle without any interval changes from prior chest radiographs. The patient remained asymptomatic for any cardiorespiratory consequences as of the 2-year postprocedural follow-up. As stated in the article, the patient did not experience adverse effects or require additional intervention due to this occurrence.